Event description:
Customer reported that the insulin pump alarmed button error and he cannot clear the alarm. Customer is very dissatisfied with the device as this has happened a numerous amount of times. Customer stated that he has gone through 4 pumps in 18 months. Customer stated he was going to be taking lantus as a backup plan provided by doctor. Blood glucose is 111 mg/dl. Last blood glucose value is 155 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See medwatch report 2032227-2014-11799 on initial complaint.